Manufacturer narrative:
H.6. Investigation summary: customer returned photos of a bd safe clip from lot # 7177532. Customer states that there is a lot of difficulty introducing the needle and when trying to cut it, you can't. The photos were examined and no defects were observed on the sample. It is difficult to determine if the sample is able to properly cut needles solely from the photos. There were no quality issues (nmr, CAPA, pa, etc.) Related to lot 7177532. The production of lot number 7177532 was not involved in a deviation or validation of any process or equipment. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the sample is able to properly cut needles solely from the photos. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see section h.10.

Event description:
It was reported that the needle is not cutting with a bd needle clipping device safe clip¿. The following information was provided by the initial reporter, translated from spanish to english: since (B)(6) 2019 he has a lot of difficulty introducing the needle and when trying to cut it, you can't.

Event description:
It was reported that the needle is not cutting with a bd needle clipping device safe clip¿. The following information was provided by the initial reporter, translated from spanish to english: since (B)(4) 2019 he has a lot of difficulty introducing the needle and when trying to cut it, you can't.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used bd safeclip from lot 7177532. Customer reported difficulty introducing the needle and when trying to cut it, you can't. The returned safeclip was examined microscopically and it was observed that the safe-clip was covered in dry blood and rust, and the cutting hole was also observed to be blocked by cannula cut from previous usage (see attached photo ¿ seq4442). Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information attached, the problems ¿not clipping¿ and ¿cutter full¿ have no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). H3 other text : see h.10.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle is not cutting with a bd needle clipping device safe clip¿. The following information was provided by the initial reporter, translated from spanish to english: since (B)(6) 2019 he has a lot of difficulty introducing the needle and when trying to cut it, you can't.